Event description:
It was reported that the blade broke in the handpiece during a total knee arthroplasty. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was not returned for eval. Based on the info provided and other more recent complaints reporting similar events, the root cause for the alleged breakage is determined to be multi-factorial.